Event description:
It was reported that an ilet user experienced hyperglycemia with a cgm reading of ¿high¿ and concurrent fingerstick values of 337 mg/dl initially and later 298 mg/dl, with a contemporaneous ilet display of 384 mg/dl; the user had recently changed a teflon infusion set, reported no visible leaks or tubing issues. Customer care provided support that included phone-based troubleshooting, guidance to calibrate the sensor, and confirmation of infusion set status and recent meal timing. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction or component failure identified during remote assessment. Symptoms included elevated blood glucose and vomiting. Outcomes included self-monitoring at home without emergency care or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.